Event description:
A caller reported that the insulin gauge displayed an amount different than expected, leading to inaccuracies in reading the cartridge capacity and resulting in insulin waste and frequent cartridge changes. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting and no additional actions were taken.